Event description:
It was reported that a patient had an infection at the implantable neurostimulator (ins) battery site. It was reported that the leads were left in place. It was stated that the explant date was unknown.

Event description:
Additional information received reported that per the operative report the device was explanted 2014 (B)(6). It was noted there was no mention of wound or blood culture and no mention if the device would be re-implanted.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 285240001, implanted: (B)(6) 2011, product type accessory; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).